Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1es17, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a health care provider (hcp) patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the hcp was in the operating room (or) at the time of the report, attempting to remove a lead because of an infection. The hcp was asking how to remove the tines because one was stuck in the sacral area. The hcp had already dissected down to the sacrum and was unable to remove the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form the healthcare provider (hcp) reported that the lead was successfully removed. They did not have any other information available at the time. No further complications were reported/anticipated.